Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting services including the replacement of the cuvette drier tips which resolved the issue. There have been no further customer reports regarding discrepant results related to issues with the architect (serial number (B)(6)) since the cuvette drier tips were replaced. A review of the analyzer¿s service history identified no contributing factors to the current complaint. A review of tracking and trending did not reveal any trends for the cuvette drier tips or the architect analyzer regarding the current complaint issue. Return testing was not completed as returns were not available. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the cuvette drier tips or the architect analyzer sn (B)(6)were identified.

Manufacturer narrative:
Patient information: patient identifier: multiple = sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported falsely elevated total bilirubin results that were generated on the architect c16000 system for three patients. The results provided were: on (B)(6) 2020, sid: (B)(6). Initial result = 5.5 mg/dl, repeat measurement on another analyzer = 0.69 mg/dl; on (B)(6) 2020, sid: (B)(6). Initial result = 11.4 mg/dl, repeat measurement on another analyzer = 2.86 mg/dl; on (B)(6) 2020, sid: (B)(6). Initial result = 8.3 mg/dl, repeat measurement on another analyzer = 0.30 mg/dl. No impact to patient management was reported.